Event description:
The facility reported that the blade broke at the attachment while using. No patient injury noted.

Manufacturer narrative:
Manufacturer evaluation summary - product was returned from customer and was evaluated by company personnel. There was no lot number available for this device. Potential causes of breakage evaluated include rough surfaces from laser cutting, handpiece wear and improper heat treating. Breakage investigation included a review of the heat-treating supplier records indicated some lots of the product were not being properly heat treated before or after electrolyzing. This may have increased the likelihood of hydrogen embrittlement. Tests were performed on potentially impacted lots with the purpose of trying to break the blades, with some lots exhibiting breakage for some samples. Conclusion: a definitive cause for breakage of blade was not identified. Correction: the supplier of electrolyzing services associated with the breakage is no longer used. Product from lots identified is being retrieved and replaced in order to complete further evaluation.